Event description:
It was reported that no disposable alarm on 3 legacy pumps while using same 100 ml cassette with flow stop. Despite troubleshooting, alarm persisted, so caller changed out cassette. There was 42.1 ml in reservoir volume at start of alarm. No further details provided. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.operator of device patient/consumer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged having visualisation of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 11 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped due to 600 model.